Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after ablation and during the final moment of an atrial fibrillation case, after verifying with ice (intracardiac echocardiography) that everything was ok, a pericardial effusion was found after a drop in blood pressure was detected. They reported that the medical intervention provided was a pericardiocentesis and 600ml of fluid was removed. They stated they believe the soundstar® catheter maneuvering at the end of the case may have caused a perforation. The patient was reported to be in stable condition. The following bwi device was in use; ref: 10439011 sn: (B)(4) (available for return). Physician's opinion on the cause of this adverse event was the procedure. Outcome of the adverse event was fully recovered (no residual effects). Patient admitted to floor overnight for observation. Released next day. Generator information was the stockert gmbh, smartablate system rf generator us; sn (B)(4). Transseptal puncture was performed with baylis, nrg 71cm. No evidence of steam pop. Irrigated catheter was used in the event, the flow setting was low-2ml; hi-8ml.correct catheter settings were selected on the generator. Pump switching was from "low" to "high" flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag. Visitag module was used, parameters for stability used were range 3mm; time 3ms; fot 25% @ 3g; tag size 3mm. Additional filter used with the visitag was respiratory gated. Color options used prospectively was tag index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.